Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type of drug via an implantable infusion pump. It was reported that 2 weeks prior there was a patient with a motor stall. A company representative assisted the healthcare professional with the pump stall. No patient symptoms reported.